Manufacturer narrative:
H3. Device evaluation summary: visual and optical examination identified what appears to be an approximately 5mm size piece of peek cage was returned for analysis. A microscopic review of the fracture face is consistent with material overload during impaction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
PMA/510(k): this part is not approved for use in the united states; however a like device catalog# 9393007, 510k# k172199, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fixation and posterior lumbar interbody fusion (plif) at l4/5 due to lumbar degenerative spondylolisthesis. Intra-op, the cage broke during insertion. While looking at the sagittal image a rod was placed on the contralateral side, and then the cage was inserted after confirming that the distractor rotated up to 8 mm with distraction applied. The cage did not go in easily and continued to be inserted. When the cage entered the vertebral body, the doctor felt something was wrong and the inserter was taken out of the operative field, and then it was found that a broken cage was attached to the tip of the inserter. Also, the inserter lock quickly loosened during insertion, so it was tightened again. The broken part will be removed and washed and sterilized before returning. The rest of the cage was remained inside the patient's body. There was a delay of less than 60 minutes in overall procedure time. There were no patient complication occur as a result of this event.